Event description:
Reporter stated the customer received a result of 3.7 mmol/l (mobile system 1) in the evening and ate rye bread. Half an hour later, the following results were received on 2 different meters within 10 minutes: 25.0 mmol/l (mobile system 1) and 5.2 mmol/l (mobile system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, they are no longer available.

Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number and expiration date are not available). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2. Device will not be returned.